Manufacturer narrative:
This medwatch report # 2027111-2024-00900 was a user facility report. Following applied medical¿s submission of the initial report regarding medwatch report # 2027111-2024-00900, applied medical determined that this medwatch report is for the same event that captured in medwatch report # 2027111-2024-00899. Therefore, medwatch report # 2027111-2024-00900 is a duplicate of medwatch report # 2027111-2024-00899. The result of the complainant¿s experience investigation will be documented under medwatch report # 2027111-2024-00899.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: a small bit of plastic had broken off the balloon port. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: a small bit of plastic had broken off the balloon port. Patient status: no patient injury or illness was reported.